Manufacturer narrative:
The manufacturing records for this lot have been reviewed as no issues or discrepancies were found to be associated with this event.

Event description:
On (B)(6) 2006, a physician confirmed restenosis of the graftmaster which was successfully deployed and implanted on (B)(6) 2006. It was reported the physician performed surgery and the patient recovered. It was also reported that post the stenting on (B)(6) 2006, the physician did not provide anticoagulant or antiplatelet therapy for this patient.